Event description:
T was reported that the device was explanted due to an alleged infection. Both incision sites were red. A culture was taken, but the result was not disclosed to mainstay medical. The patient was only prescribed an oral antibiotic. All parts were removed and intact. However, the facility discarded it. No actual device evaluation can be performed. The device history record, including the sterilization process, was reviewed. No relevant nonconformances that would have contributed to the alleged infection were identified.

Manufacturer narrative:
Mml#: (B)(4). Model: 5100 description: reactiv8 implantable pulse generator. Model: 8145 description: reactiv8 implantable stimulation leads. Manufacture date: 05/08/2024.